Manufacturer narrative:
The customer reported the paddles were unable to be connected to the therapy port of the unit. The factory has not yet received the device for eval, and the complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported the paddles were unable to be connected to the therapy port of the unit.